Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as repair information is not available.

Event description:
The customer reported the system would not complete boot up. No patient injury was reported.